Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and detachment occurred. The procedure was treating a shunt with severe stenosis in the moderately tortuous subclavian artery. A 7.0x40mm mustang balloon was advanced for treatment and dilated to 20 atms. Residue remained due to the severe stenosis. The balloon was then used again and ruptured at 26 atms. The 7.0x40mm mustang balloon stuck in the sheath when the physician tried to remove the balloon from the patient and " it was thought possible that the balloon ruptured circumferentially and stuck with the sheath." During withdrawal, the tip of the balloon detached inside of the patient and was "protruded a little from the patient's body then." The physician captured the fragment with forceps and withdrew the fragment but part of the balloon was stuck with the stenosis and detached. The patient then underwent surgery to successfully remove the fragment. Per the physician, the balloon was ruptured due to the addition of pressure over the rated burst pressure. The procedure was not completed due to this event. No further patient complications were reported and the patient status is good. The patient was discharged from the hospital.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and detachment occurred. The procedure was treating a shunt with severe stenosis in the moderately tortuous subclavian artery. A 7.0x40mm mustang balloon was advanced for treatment and dilated to 20 atms. Residue remained due to the severe stenosis. The balloon was then used again and ruptured at 26 atms. The 7.0x40mm mustang balloon stuck in the sheath when the physician tried to remove the balloon from the patient and " it was thought possible that the balloon ruptured circumferentially and stuck with the sheath". During withdrawal, the tip of the balloon detached inside of the patient and was "protruded a little from the patient's body then". The physician captured the fragment with forceps and withdrew the fragment but part of the balloon was stuck with the stenosis and detached. The patient then underwent surgery to successfully remove the fragment. Per the physician, the balloon was ruptured due to the addition of pressure over the rated burst pressure. The procedure was not completed due to this event. No further patient complications were reported and the patient status is good. The patient was discharged from the hospital.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections. An examination of the device found that a complete balloon circumferential tear and break occurred in the shaft at 13mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear and tip section of the device was not received for analysis. A stretched section of the broken shaft with the distal markerband attached was received positioned on the guidewire. This section measured 7.3cm in length. The distal markerband appeared to be compressed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use, the complaint states that the balloon ruptured at 26 atmospheres. It is noted that the rated burst pressure for this size balloon is 20 atmospheres. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).